Event description:
Additional information reported indicated that the patient's tremor had "reappeared or worsened." Radiology tests indicated that the patient's lead was fractured. The cause of the breakage was unknown and a revision took place. It was unclear what components were revised. It was noted that there was no hospitalization due to the event. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3389s-40, lot #v750324, implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial #(B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37642, serial #(B)(4); neurostimulator model 37603, serial #(B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3389s-40, lot #v750324, implanted: (B)(6) 2011, explanted: na; extension model 37085-60, serial #(B)(4), implanted: (B)(6) 2011, explanted: na.

Event description:
It was reported that the patient experienced a recent loss of therapeutic effect with the left implantable neurostimulator system. Prior to this, the patient had what was described as great efficacy. Impedances measurements showed >40,000 ohms with all electrode combinations using the case. The patient was programmed with c+ 2- (high impedance seen with this combination), 60 pw, rate of 185 at 2.6 volts, and had no efficacy when stimulation was increased to 4 volts. There were no reports of trauma. The patient's neurologist was to set the patient up for x-rays. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).